Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 3550-29, lot# n431749, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was getting all left side stimulation. It was noted that there was going to be a revision on the day of the report. It was further reported that the patient had one sided stimulation since implant. The revision corrected the problem and the patient now had bilateral stimulation and was satisfied with the therapy. The reporter first became aware of the problem on (B)(6) 2014.